Manufacturer narrative:
Follow-up #1 09/01/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was observed to be peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. A damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All keypad buttons were found to be unresponsive. Evidence of keypad adhesive was found on keypad flex connection. The ok, and down key contacts were missing from the keypad flex. Unrelated to the complaint, the pump's internal battery that provides power when the aa main battery is removed was found to be unable to hold a charge.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient claimed that the all the buttons are unresponsive. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.